Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-mar-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 27-mar-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the representative adjusted the patient's settings and discovered one of their electrodes was not working. Additional information was received from the manufacturer representative (rep) stating they saw the patient on (B)(6) 2025. Electrode 4 and 14 were orange high impedance and electrode 5 was red no connection. No therapy issue and they programmed around the electrode during reprogramming. Unsure of cause as patient stated no fall or accident has occurred. Issue has been resolved with reprogramming and physician is aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the electrode was not charging and was very difficult to get excellent connection. Patient now has to charge it daily and it will not hold a charge longer than 15 hours.